Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 4x11 cr insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Further information will not be made available per hospital and surgeon policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that surgeon did a poly swap on patient's left knee. Surgeon swapped poly to a thicker poly (from 11mm to a 13mm). All other components were well fixed.